Event description:
It was reported that upon opening the fiber, the nurse hit herself in the face. Opened a second fiber and found that the sterile packaging was not sealed. The procedure was completed using a third fiber. There was no patient injury reported. This is for the second fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): fiber was not returned in the fiber pouch; the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibited mild devitrification at the output window; the metal cap exhibits mild char; the distal end of the glass cap/fiber is detached and not returned. Based on the analysis above, the potential for forward firing may exist. Based on the product analysis results, the product complaint of packaging issue could not be confirmed; a cap fracture failure was found; the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).